Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. According to the patient, on approximately (B)(6) 2025, her sugar dropped. She is unable to recall all the details, just remembered that there was someone from the fire department at that time because her friend called an ambulance. They saw her going unconscious and she passed out, it was around 10 am. Then, she woke up around afternoon and was already in the hospital. She was treated with intravenous (IV) fluid and dextrose. She was discharged on the same day. According to the attending physician, the incident was caused by hypoglycemia. She was feeling okay during the report months later. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.